Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins was turning off. The patient was seen in (B)(6) 2021 and ins voltage was 2.71v. This last weekend the pt wife reached out to caller due to ins turned off. When checking w/ patient programmer the voltage was 2.6 and read eri, and was able to turn stim back on. No intervention with patient programmer when ins turned off. Today ((B)(6) jun 2021) the patient started to have tremors, the ins was checked w/ patient programmer and indicated the ins turned off again. The wife turned ins back on and noted 2.2v and eri on the patient programmer. The caller indicated the ins has been on for the past 3 hours. They were directed to their physician to discuss replacement.